Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient did not get an alert on their phone when they got an urgent low. The patient experienced disorientation and abnormal behavior. There was no cgm or bg values provided. The patient's friend treated the patient with glucose jelly as the patient was unable to self-treat and the symptoms were alleviated. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).